Manufacturer narrative:
The event date is unknown. This is an unknown smart control nitinol stent. This complaint was found during a routine literature search. The actual product code was not given. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. In-stent restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
As reported in the journal of cardiovascular medicine, 2010 march 4, in "incidence of stent fractures and patency after femoropopliteal stenting with nitinol self-expandable smart stent: a single-center study." Analysis of the abstract indicates that color-coded duplex sonography revealed total occlusion in an unknown smart control at mean follow-up. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.